Event description:
Customer reports receiving a suspected false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Although requested, customer did not respond to technical supports three attempts to obtain further information regarding the false positive event.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Further investigation could not be performed due to lack of information. Cartridge sn and lot number were not provided.

Event description:
Customer reports receiving two potential false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. See (B)(4). Customer also reported colleague received false negative result. This report is to document the false negative result received for the colleague. Customer reports colleague received a potential false negative result on an unspecified date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Colleague tested positive with an alternate covid-19 test (brand/manufacturer and testing date not provided). No further information provided.